Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high (over 600 mg/dl). A bolus via the pump and insulin injections were used to address the bg level. The cause of the high bg was not known. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.